Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that an polaris spectra system control unit (scu) was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect polaris spectra system control unit (scu) has been received by the manufacturer for evaluation. The returned polaris spectra system control unit (scu) was found to be fully functional. The review of event log revealed an intermittent issue connecting to positioning sensor unit (psu). However, replacement of positioning sensor unit (psu) has not been confirmed.

Event description:
A site representative reported that during procedure, the navigation system displayed an "localizer not connected" error message. The procedure was completed without the use of navigation. No information was provided on delay to procedure. No known impact on patient outcome.